Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After pre-dilatation was performed with a 2.0x20mm balloon catheter, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device failed to pass through the medial section of the circumflex artery. The device was removed from the patient's body and an elevation of the central stent strut was noticed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Promus element plus mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID#: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent damage occurred. After pre-dilatation was performed with a 2.0x20mm balloon catheter, a 3.00x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device failed to pass through the medial section of the circumflex artery. The device was removed from the patient's body and an elevation of the central stent strut was noticed. No patient complications were reported and the patient's status was stable.